Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reported that the pod was giving an error message. The patient did not provide information on how they were treated. Additional information was solicited, but no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.